Event description:
A pump with a failure code 570:320:844:0000. It is unk when this condition occured. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.